Manufacturer narrative:
(B)(4).

Event description:
(B)(4) (rep): it was reported that a patient was getting zero coupling bars and several things had been tried to get better coupling but they didn¿t work. The reporter stated that the device had not been checked to see if it was flipped. It was noted that a year ago the patient¿s doctor asked about the recharger and how many coupling bars the patient was supposed to get. It was unclear if the coupling difficulty had been a problem the patient had been having for a while. (B)(4) (rep): the next day, it was reported that an x-ray was done and the device was flipped. It was noted that the patient needed to charge the device and couldn¿t get more than two coupling bars if it was flipped. The reporter stated that the device also dropped ¿way low.¿ it was reported that it was put close to the patient¿s breasts and it ¿just started to fall down¿ and it needed to be moved way up, so ¿no matter what¿ the patient was going to need to go in for surgery. The reporter stated that before the surgery the patient would need to recharge frequently so she didn¿t lose therapy. It was noted that the surgery would probably be early the week following the report. (B)(4) (rep): additional information received reported that the pocket was revised on (B)(6) 2013. The implantable neurostimulator (ins) was confirmed to be flipped. It was noted that the ins was turned around and moved more posterior in the body, since it had ¿migrated down too much.¿ the patient was reportedly doing ¿fine, with no sequelae.¿ it was stated that therapy returned and the patient was now able to recharge.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 3387-40, lot# v006765, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v006765, implanted: (B)(6) 2006, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-29, lot# n231072, implanted: (B)(6) 2012, product type accessory; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 64002, lot# n221055, implanted: (B)(6) 2012, product type adapter. (B)(4).

Event description:
It was reported that a patient was getting zero coupling bars and several things had been tried to get better coupling but they didn't work. The reporter stated that the device had not been checked to see if it was flipped. It was noted that a year ago the patient's doctor asked about the recharger and how many coupling bars the patient was supposed to get. It was unclear if the coupling difficulty had been a problem the patient had been having for a while. The next day, it was reported that an x-ray was done and the device was flipped. It was noted that the patient needed to charge the device and couldn't get more than two coupling bars if it was flipped. The reporter stated that the device also dropped 'way low.' It was reported that it was put close to the patient's breasts and it 'just started to fall down' and it needed to be moved way up, so 'no matter what' the patient was going to need to go in for surgery. The reporter stated that before the surgery the patient would need to recharge frequently so she didn't lose therapy. It was noted that the surgery would probably be early the week following the report. Additional information has been requested but was not available as of the date of this report.